Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail. Stent: duraflex. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and crystallized contrast in the inflation lumen and loosely folded balloon, consistent with preparation, the catheter advanced into the patient anatomy and the balloon inflated. There was peeling on the entire length of the balloon, which can be the result of interaction with the lesion/anatomy. There were multiple kinks noted to the hyptoube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inner diameter of the guide wire lumen was measured with a mandrel and met manufacturing criteria. A new .014 inch guide wire was advanced and removed from the guide wire lumen with a drag felt as it advanced. The balloon catheter was left pressurized for 48 hours in a warm water bath to dissolve the contrast. When pressurized to the rated burst pressure, it was noted that the inner member was collapsed at the proximal end of the proximal balloon taper and at the distal end of the distal balloon taper for a length of 1 mm each. The collapsed inner member can be the result of the product being prepared for use without a mandrel or guide wire in the inner member for support or high pressure inflations. However, the balloon catheter was able to advance over the guide wire initially; therefore it is unlikely that the collapsed inner member was a pre-existing condition. It is possible this damage occurred after the procedure during packing, handling and return to abbott vascular or during the functional testing during analysis. It is possible coagulation of blood on the guide wire may also have contributed to the resistance. Other factors may consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and difficult to remove from over the wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level leading to resistance. Factors that may contribute to the inability to retract the catheter over the guide wire and resistance between the devices may include, but are not limited to: device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. A conclusive cause for the reported difficulty removing the guide wire could not be confirmed.

Event description:
It was reported that the voyager nc balloon was being used to post-dilate a non-abbott stent in the proximal left anterior descending artery. After the second inflation at 18 atmospheres the voyager nc balloon catheter became stuck on the guide wire. The guide wire and balloon catheter were removed as a system to complete the procedure. No patient effects were reported. No additional information was provided.